Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated. The power supply, battery charger, and the transformer were adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system made a clicking noise which prevented fluoro and c-arm usage. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.